Event description:
Us complainant reported the patient was on impella cp support and during the implant, the repositioning sheath kinked and it was causing difficulty repositioning the pump. Also, during insertion, the patient went into ventricular fibrillation (vf). The patient was defibrillated and support continued. Furthermore, the patient developed a hematoma with oozing at the impella access site. The doctor thought this occurred from the sheath exchange. Manual pressure was held and heparin was withheld. The patient expired after 25.50 hours of impella support due to having ventricular tachycardia and the patient's family withdrawing care.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The product was not returned for investigation. A data log review was not required for this case run. As per the given clinical information, the pump was placed successfully using a long peel-away sheath. The patient went into ventricular fibrillation (vf) after pump placement. Additionally, the doctor reported difficulty repositioning the catheter due to a kink in the repositioning sheath caused by the angle of insertion. Also, hematoma were noted at the impella insertion site, attributed to sheath exchanges, and the doctor applied manual pressure and re-dressed the site. The introducer damage was removed and added to the positioning issue after the investigation of clinical details. The cause of the positioning issue was use related to steep angle of insertion, which cause the kink in reposition sheath. The cause of the access site bleeding issue was use related since re-dressed the site and maintained the angle match. Resolve the issue of growing hematoma. As the necessary information was not provided, the root cause of the vt/vf was not determined.